Event description:
The customer reported that while the unit was in use on a pt the unit sounded an iab catheter alarm. All other functions operated normally. The pt was switched to another unit and therapy was continued. No pt injury was reported.